Event description:
The consumer reported that they met with a manufacturer representative and they did a reprogramming where they activated the adaptive stimulation. Last night, they were laying and didn't move at all but all of a sudden it was like someone "cranked up the power" and they couldn't move. They had a huge spasm and couldn't get it to go away. The patient got the patient programmer and turned the implantable neurostimulator (ins) off. A couple of days ago, the same thing happened to them when they were walking to the living room and everything "cramped" and they couldn't move to a point where their spouse had to help them. This was reported to be a sudden change in therapy or symptoms. It was later reported by the healthcare professional (hcp) that one of the causes was found to be the patient's positioning "confused" the stimulator and they are still trying to determine other causes. They switched the stimulator to manual operation only. The patient turned the machine off, switch to manual operation, and was also reprogrammed. In each of the incidents, stimulation turned up so high that they could not move and they were paralyzed until their husband could grab the programmer and decrease their stimulation. One time, they were walking through their living room, another while sitting in bed, and the other 2 while laying on an x-ray table. The x-ray was not involved. It occurred just laying down before an x-ray was taken. When these occurred, they were writhing in pain. The rep thinks that one of the times, they were in a transition zone and the ins was having a hard time determining if they were sitting or laying. Since adaptive stimulation was turned off, there had been no incidents of stimulation feeling like it turns up too high on its own. Relevant medical history includes chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.